Event description:
It was reported that the patient presented in clinic for normal follow up. The atrial lead exhibited low impedance and noise, an insulation anomaly was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.